Event description:
Boston scientific crm rec'd info that this pt had raised his arms above his head two months post implant and dislodged both leads. A revision procedure was performed and this dextrus ventricular lead was successfully repositioned. No adverse pt effects were reported. This issue will be re-evaluated if add'l info is rec'd.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.